Event description:
According to the reporter: during laparoscopic procedure, the needle fell into the cavity but was retrieved with graspers. A new endostitch was opened to complete the case. No patient injury.